Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the front sensors and in the back. Follow-up indicated that the patient's physician released patient from wearing the lifevest and suggested an ointment. The skin condition was reported as getting better.